Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug implanted on (B)(6) 2015 (device 1). An additional emdr will be submitted to represent the bard/davol 3dmax implanted on (B)(6) 2015 (device 2). Note: (B)(6) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 2). Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 2). Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿a small indirect hernia and large pantaloon type direct hernia were reduced into abdominal cavity. A large perfix plug (device #1) was placed into the defect, sewn in place circumferentially and reinforcing mesh was sewn at the pubic tubercle.¿ (B)(6) 2015 - during visit patient was diagnosed with recurrent left inguinal hernia. (B)(6) 2015 - patient underwent da vinci assisted recurrent direct left inguinal hernia repair with implant of 3dmax mesh (device #2). Per operative notes, ¿identified a direct left inguinal hernia and dissected out. There were some adhesions and identified the mesh plug (device #1) had migrated away. A medium left 3dmax mesh (device #2) was secured covering both direct and indirect spaced with sutures.¿ (B)(6) 2016 during visit patient was diagnosed with hernia above previous midline port incision site. (B)(6) 2016 - patient underwent open reducible ventral incisional hernia repair. Per operative notes, ¿hernia sac was dissected off, a large synthetic mesh was trimmed and placed within hernia defect.¿ (note, there was no mention/visualization of previous meshes (device #1 & #2) during this repair). (B)(6) 2017 - patient visited hospital for epigastric pain. Attorney alleged that the patient had adhesions, mesh migration, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, mesh migration, scar tissue and pain thereby underwent hernia repair. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. Updated fields: b3 (date of event), d4 (product catalog no, UDI no). This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.